Event description:
The customer reported that she had a high blood glucose of 535 mg/dl, which she treated with manual injection. The customer had received multiple no delivery alarms on her insulin pump during a bolus delivery attempt. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.